Event description:
The facility reported a colleague infusion pump with failure code 703:00. According to the facility, it is unknown when this event occurred. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). The root cause investigation is currently in progress through mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 703:00 was confirmed in the pump's event history but not duplicated during product evaluation. Therefore, no assignable cause was identified for the reported condition. However, the user interface module printed circuit board was replaced as a precaution.